Event description:
It was reported that a ureteral stricture occurred requiring additional intervention. The patient was treated with cryoablation in (B)(6) 2020, using two (2) iceforce 2.1 cx 90 degree needles. No issues were noted during the procedure. The doctor and bsc clinical specialist reviewed images of the case. Even though they pointed cryoablation needle tips at the ureter and did not freeze the ureter (they remained 2-3mm from touching the ureter with any ice), the patient developed a ureteral stricture. In (B)(6) 2021, the patient had a stent placed to treat a ureteral stricture and has since fully recovered.